Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed failed battery test multiple times. The customer had three batteries that were deemed functional by the test. However, when the batteries were inserted into the insulin pump a black rectangle would flash across the screen. The patient's blood glucose at the time of incident was 92 mg/dl. Troubleshooting was initiated for the failed battery test. The customer confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components; the customer mentioned that she was visually impaired and that she did her best to visualize the battery compartment accurately. A new alkaline aaa battery was inserted into the insulin pump without alarm or incident. However, the insulin pump will be returned for analysis and a replacement device was shipped to the customer.